Event description:
It was reported that during a total gastrectomy procedure, it was found that the tissue was burned and the tissue pad was melted, when the device was inspected outside of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent 07/29/2008. Information anticipated, but unavailable at this time.